Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report# 1627487-2017-06538, reference MFR. Report# 1627487-2017-06539, reference MFR. Report# 1627487-2017-08544 . It was reported the patient ((B)(6)) experienced ineffective stimulation in his therapeutic area. Subsequently, surgical intervention was undertaken (date unknown) wherein the entire system was explanted. Follow-up revealed the previous surgery took place the beginning of (B)(6) 2017 (exact date unknown) wherein the entire system was explanted due to the issue.